Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer¿s blood glucose level was 70 mg/dl at the time of the incident. Customer had alleged that the insulin pump was over delivering. Customer reported about symptom of shaking mental confusion inability. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis. Reservoir set will be not returned to analysis.